Manufacturer narrative:
Percutaneous management of long and diffused coronary lesions using newer generation drug--eluting stents in routine clinical practice: long--term outcomes and complication predictors doi:10.20452/pamw.14864, average age, majority gender, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
290 consecutive patients with long diffuse coronary lesions (ldcl) interventions performed between (B)(6) 2013 and (B)(6) 2016 were enrolled in a (B)(6) study. Resolute integrity des was used in 128 cases (44.1%), a non-medtronic des was used in 159 cases (54.8%), and a combination of non-medtronic des and resolute integrity des were implanted in 3 patients (1%). The lesions in which devices were implanted included the rca and lad predominantly and lad. The left main artery was involved in 26 of the case, most of which were combined left main/left anterior descending lesions. The circumflex (cx) artery was involved in 46 cases. A cto accounted for the long lesion in 20% of the cases. Heavily calcified lesions were present in 45.2% of the cases, with rotational atherectomy being used in 6.9% of all pcis. Both distal vessel embolization and/or side branch occlusion occurred in 18 cases (6.2%) of the cases. All patients were prescribed dual antiplatelet therapy (dapt): acetylsalicylic acid plus clopidogrel or acetylsalicylic acid plus ti cagrelor the median follow-up was 831 days. Clinical adverse events reported included death, mi, repeat revascularization,stent thrombosis. In 1 case of subacute stent thrombosis, the underlying cause was noncompliance to dapt. Adverse outcome predictors were chronic kidney disease, acute coronary syndrome as an indication for the procedure, chronic heart failure with reduced left ventricular ejection fraction, multivessel disease, and coexisting peripheral artery disease, but not lesion­-related factors, such as bifurcation, calcification,chronic total occlusion, or total stent length.